Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Customer reported that while placing the implant the internal threads became stripped and the driver would just spin inside of it. Consequently, the doctor removed it and placed another implant with the same driver.

Manufacturer narrative:
One t3® tapered implant was returned for inspection. The visual inspection revealed significant signs of tool damaged, and the drive feature is confirmed to be damaged. The alleged complaint is confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: p-iis086gi rev. F 11/2015 and instsm rev d 02/16. Information identified: pick-up and delivery of implant: care must be taken when inserting the implant placement driver tip into the implant. A very low rpm must be used as you approach the internal connection of the implant with the driver tip to properly align the internal hex of the implant with the external hex of the driver. Press down firmly to engage the implant securely. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.